Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed pulse testing) has been confirmed. As received, the electrode belt was unable to communicate with a test monitor. The cause for the failure was isolated to the electrode belt distribution node (dn). The pulse wire heat shrink was damaged in the distribution node, causing the pulse wire joint to short the dn pca. The root cause for the damaged heat shrink could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt and reported that belt failed pulse testing.